Event description:
It was reported via clinic notes received that the vns patient has sleep apnea. It was not indicated if there was believed to be a relationship of the sleep apnea to vns. The clinic notes did not indicate what treatments the patient was receiving. The notes indicated that vns diagnostics were taken that indicated the generator is at end of service however no other results were provided. Follow-up with the physician found that the patient only recently began being seen by the physician. The physician indicated that he is aware of the possibility that the sleep apnea could be caused or exacerbated by vns therapy but did not indicate if he believed there is a relationship. Last known vns diagnostics were taken on (B)(6) 2005. The physician did not provide any further information.